Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2018 via tha. 2 weeks after the primary surgery, the surgeon recognized that the stem was rotated in the medullary cavity, so that the it was dislocated. It was reported that the revision surgery was performed on (B)(6) 2018. The surgeon commented that the size of the stem which initially implanted might have been under sized.

Manufacturer narrative:
(B)(4). Investigation summary no products were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.